Event description:
It was reported that the system produced uncommanded x-rays during a procedure. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hand switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.